Event description:
It was reported that patient's implantable neurostimulator (ins) was moving around in the pocket site since implant which caused a lot of pain. It was also noted that the patient was getting stimulation and a vibration sensation to the stomach area. Reprogramming to date did not resolve the issue but the patient was scheduled for another reprogramming session for (B)(6) 2012. Follow up information received reported that the patient still had concern with their device therapy but was working with their physician and the company representative to resolve the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3777-60 serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Lead model 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Recharger model 37754, serial# (B)(4). Programmer model 37744, serial#(B)(4). (B)(4).

Event description:
Additional information received reported that impedance testing on and prior to (B)(6) were not normal; several electrodes were regarding greater than 10,000. X-rays both in the office and intra-operatively on (B)(6) did not reveal that the leads had moved. Prior to (B)(6), reprogramming was attempted two or three times without successful paresthesia. No malfunctions were see or determined to be the cause of the issue. The patient received a new battery on (B)(6) 2012. No patient complaints have been received since her most recent implant.

Manufacturer narrative:
(B)(4).